Event description:
It was reported that balloon rupture occurred. A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured in lesion. The procedure was completed with another of the same device. No patient complications was reported.